Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use dilator and cannula with radially expandable sleeve. The visual inspection of the returned product noted that the obturator was received inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. The obturator was removed without obstruction. The expandable sleeve was not received. The device failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the seal would not easily release an instrument. With additional effort, the seal did release the instrument and worked fine for the remainder of the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.